Event description:
When the surgeon was using the guide block with the stryker sagittal saw a 0.05 cm tooth broke away. The surgeon was able to locate this and remove it from the surgical site and off the surgical field. This was a new blade. Had not be reprocessed. No negative outcome.